Event description:
An impella 5.5 device was inserted via the right axillary artery in a 72-year-old male patient presenting with cardiomyopathy, with a history of known coronary artery disease and diabetes mellitus. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient was previously in the cath lab and received anti-platelet and blood thinners for pci. Three hours after receiving anticoagulation, the patient was taken to the or for impella 5.5 placement. The patient was noted to be very oozy, requiring a blood transfusion and ddavp. Surgical site bleeding occurred at the axillary site, as well as bleeding from the urinary catheter and all access sites (IV, arterial line, endotracheal tube). A drain was placed per hospital protocol and collected 200 cc of blood in about 30 minutes. The surgical team attributed all bleeding to the anti-platelet load and anticoagulation medications given in the cath lab. One unit of packed red blood cells was administered. Other contributing factors included cath lab pci with anti-platelet medications and blood thinners. The patient expired on support. The major bleed is consistent with access-site complications and the anticoagulation and purge requirements associated with impella support, compounded by cath lab pci with anti-platelet medications and blood thinners. The device is being conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical condition as they presented in scai shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the bleeding at the access site was use related due anticoagulants given.